Manufacturer narrative:
Without a product return, no product evaluation can be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. One probable root cause of this issue can be related to patient hard bone but regarding information provided, root cause can not be determined. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device not returned as discarded.

Event description:
Roi-c : broken cage and bent anchoring plate. As reported, during a roi-c surgery : there was 1 cage and 2 sets of anchoring plates wasted. The bent plate was the second anchoring plate from the first box. When impacted, it would not advance. The reporter asked the surgeon to pull the plate to look and they saw it was bent. Then they opened a second box to complete the implantation. The anchoring plate went in no problem. . They then removed the holder to find the peek cracked and missing. Upon removal, the blades were compromised and wasted, along with the 1 cage. The cage was assembled properly, axis was respected and the surgical technique was followed. The issue occurred with the second blade, which was put in the bottom slot going towards the head. There was no starter awl used before or after the incident. The first anchoring plate was fully seated prior to the second plate being inserted. They were not inserted into the same slot and the large u shaped depth stop was used. Patient's bone was not very sclerotic either. According the event report: no delay of surgery more then 30 min , no impact on surgery. No impact on patient , no pieces of the implant were left into the patient.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a roi-c anchoring plate was difficult to insert. When the plate was removed, it was found to be bent. The anchoring plate and associated cage were removed and discarded. A second cage and second pair of anchoring plates were used to complete the procedure. The patient and surgery were not affected in any other way from this event.